Event description:
The contact stated the customer received a blood glucose reading of 140 mg/dl. The customer was showing symptoms of high glucose and was taken to the hospital. When the hospital tested his blood glucose , it was higher than 380 mg/dl. The customer was hospitalized until 2006. Customer service sent a check strip and control solution in order for the customer to further troubleshoot the meter. Troubleshooting showed the meter and strips to be working as designed. The customer was satisfied an no product will be returned for evaluation.